Event description:
Customer reported the unit will not heat past 27 degrees celsius. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit was able to heat past 27 degrees and reach the set temperature without any interruption or functional anomalies. The IFU for this product states "the humidifier will begin to heat once settings are confirmed, or after 30 seconds if user does not confirm settings." "If the circuit type is changed, the humidifier will revert to the remembered settings of the last time that the circuit was used." "With each adjustment, allow adequate time for the humidifier to reach the selected temperature. This will vary and is dependent on flow rate , type and length of tubing, ventilating volume, respiratory rates and concha-column." Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the unit will not heat past 27 degrees celsius. No patient involvement reported.